Event description:
Suction irrigator was connected to normal saline bag. A leak was coming from somewhere in the tubing and could not identify source. Suction irrigator was disconnected and a new one was placed. This incident occured at the beginning of the case and was not connected to the tip or inserted in patient.